Manufacturer narrative:
The reporter indicated that now, all is fine with the patient. H3: device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.5/088 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. Post-op, the patient had corneal edema.